Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, " endovascular embolization with amplatzer vascular plug ii for a giant hepatic aneurysm", was reviewed. This research article reports a case study on a (B)(6) year old female patient who had a giant hepatic artery aneurysm treated by embolization with amplatzer vascular plug ii(avp ii) and coils. The patient presented to the hospital and a hepatic artery aneurysm with a size of 80mm was detected by computed tomography(CT) scan. The patient had a medical history of necrotic cholecystitis and abdominal incisional hernia, open repair was high risk. There would be a risk of slipping of embolus to the aneurysm if coils were deployed in the proximal side of the hepatic artery aneurysm due to its short length and the wide diameter of the common hepatic artery. Therefore, an amplatzer vascular plug ii was chosen. After twice embolization, the blood flow to the hepatic artery aneurysm was completely blocked without ischemic complication. A right femoral artery was punctured under local anesthesia and a 5f catheter was inserted. A 0.035inch guidewire was advanced distal of hepatic aneurysm. Angiography in the aneurysm confirmed that distal flowed into the gastroduodenal artery. As planned initially, embolization coils (0.035inch 12mm -1, 10mm-1, 0.018inch 8mm-2) were implanted. After that, an 18mm amplatzer vascular plug ii was implanted at proximal of the aneurysm. Although residual vessel flow into the aneurysm was still confirmed by final angiogram, it was determined not clinically significant then the procedure was completed. A CT examination was performed a week after the initial procedure. Residual shunt flowing into the hepatic aneurysm was still observed. It was decided to implant additional coils. The right femoral artery was punctured under local anesthesia and a 5f catheter was inserted into the common hepatic artery then angiography was performed. Blood flow into the aneurysm was confirmed. Embolization coils (14mm-1, 10mm-2, 8mm-1, 6mm-2 and 3mm-1) were implanted for being pressed against the avpii. The procedure was completed uneventfully. No ischemic complication for liver and intestinal tract was confirmed postoperatively. After 5 days from the second operation, the patient was discharged from the hospital. A CT, which was performed 6 month later, which confirmed shrunk aneurysm from 80 x 66mm to 68 x 57mm. No further information is available.

Manufacturer narrative:
An event of residual shunt was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.